Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to remove and replace the abutment. The implanted device remains.